Manufacturer narrative:
FDA com code: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a severely calcified lesion in the iliac artery using admiral xtreme dilatation balloon catheter. It was reported that balloon burst during inflation. Nominal pressure applied. Balloon is believed to have snagged and then torn / ruptured on attempted retrieval when going over the aortic arch which was heavily calcified. After retrieval it was noticed that part of balloon had been left in patient. Surgeon had gone up and over and was hesitant to use snare to retrieve, and had concern regarding patient bleed due to difficult cross match and blood being 3 hrs away. Decision was made to jail the retained piece and stent in situ. Device or component detached, cracked, or fractured. The vessel was moderately tortuous. Occurred during delivery through the vessel.

Manufacturer narrative:
Device evaluation: the device was visually inspected. The device was full of dried blood. Balloon was completely detached and was not present. The balloon breakage was near the proximal balloon welding. The distal marker was missing too. Only a small balloon proximal part was still attached on the catheter. The guide wire tube was found stretched. It was not possible to insert the 0,035'' guide wire due to the damages of the guide wire lumen. Image review: the cd shows the access to the patient iliac artery with guide wire and the stent placed but don't show the loading or inflation of the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.